Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed swelling and an infection at the implant site. The patient was placed on IV antibiotics on (B)(6) 2016 (duration unknown). The implanted device remains.